Event description:
The micro oscillating saw was sent in for evaluation because it was leaking oil. The event was discovered prior to the procedure and a readily available alternate device was used for the procedure. No adverse event was associated with the device.

Manufacturer narrative:
Corrosion damage was noted within the internal components of the device.